Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. Physio contacted the customer to obtain more information about the reported event and to check if the device will be returned for evaluation. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device advised to shock on a rhythm that in their opinion was non-shockable. There was patient use associated with the reported event but no information on the patient outcome or patient details was provided.

Manufacturer narrative:
Despite several attempts from physio-control to get the device returned, and to get additional information, the customer did not send their device for evaluation, nor did they provide any additional information. A cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control was provided with the electronic patient record of the reported event. In an analysis of the patient record it was observed that CPR was not ongoing during the rhythm analysis in question, as indicated by the transthoracic impedance signal. It was determined that the shock advisory algorithm made an appropriate "shock advised" decision for a rhythm consistent with low rate vf, and the patient was appropriately provided with defibrillation therapy as a result.

Event description:
The customer contacted physio-control to report that their device advised to shock on a rhythm that in their opinion was non-shockable. There was patient use associated with the reported event but no information on the patient outcome or patient details was provided.